Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the pump alarmed for a clogged line. There was no report of patient impact. The following information was provided by the initial reporter: alaris pump alarmed patient side occlusion. Attempted to flush line at only port, was able to flush. Put back on pump and continued to alarm occluded.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to possible lots: d4: medical device lot #: 21085579 . D4: medical device expiration date: 12aug2024. H4: device manufacture date: 12aug2021. D4: medical device lot #: 21085580. D4: medical device expiration date: 13aug2024. H4: device manufacture date:13aug2021. D4: medical device lot #: 21085412. D4: medical device expiration date: 10aug2024. H4: device manufacture date: 10aug2021. D4: medical device lot #: 21085413. D4: medical device expiration date: 11aug2024. H4: device manufacture date: 11aug2021. D4: medical device lot #: 21085579. D4: medical device expiration date: 12aug2024 . H4: device manufacture date: 12aug2021. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2023-01-30. Investigation summary. 9 samples model 10010453 were returned for investigation. The customer complaint that the tubing was occluding could not be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed for the possible lots: a device history record review for model 10010453 lot number 21085579 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 21085580 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 21085412 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 21085413 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 21085579 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the pump alarmed for a clogged line. There was no report of patient impact. The following information was provided by the initial reporter: alaris pump alarmed patient side occlusion. Attempted to flush line at only port, was able to flush. Put back on pump and continued to alarm occluded.